Event description:
A malfunction was reported by the customer with the code malf 0. Customer's blood glucose level remained unaffected, as it did not exceed 5 mmol/l. Customer reverted to using an alternate method of insulin therapy.